Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aneurysm that was leaking. It was reported that the stent graft was successfully implanted and the pt was discharged 2 days post implant. The pt had a myocardial infarction and expired. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results/conclusions - (death), (pre-operative leaking thoracic aneurysm).